Event description:
On or about (B)(6) 2010, the pt was implanted with an ams monarc sling with the intention of treating the pt for stress urinary incontinence. It was reported that the pt has experienced recurrence of incontinence, extreme vaginal pain, vaginal bleeding, blood in her urine and other injuries. It was also indicate that the pt has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.